Manufacturer narrative:
Product event summary: the pump was not returned for evaluation. This complaint is associated with a clinical adverse event, no device malfunction was reported on this device; therefore, the purpose of this investigation is solely to evaluate the device conformance to internal release requirements and/or to identify anomalies potentially introduced during use that may have prevented the pump from performing as intended. Review of the manufacturing documentation confirmed that the associated device met all requirements for release. Based on the investigation conducted, there is no evidence to suggest that a device malfunction caused or contributed to the reported event. Possible clinical factors that may have contributed to the reported event include the patient¿s past medical history and related com orbidities and possible issues with therapeutic anticoagulation and antiplatelet medications. Although the root cause of the reported event cannot be conclusively determined, there are possible patient and pharmacological factors that may have contributed to this event. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Heartware will submit a supplemental report when new facts arise which materially alters information submitted in a previous MDR report.

Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. The system is designed to assist a weakened, poorly functioning left ventricle. It is designed to assist a weakened, poorly functioning left ventricle. The system is indicated for use under the direct supervision of a licensed practitioner or by personnel trained in its' proper use. These professionals should be aware of the physical and psychological needs of patients undergoing vad support. According to the instructions for use (IFU), hemolysis may be indicative of thrombus or other tissue fragments in the pump, which are known potential complications associated with all patients implanted with vads as outlined in the labeling. The IFU addresses guidelines for optimal patient management (including therapeutic anticoagulation guidelines). Worsening heart failure and hemolysis are known potential complication of patients with cardiac disease and are listed in the IFU as potential complications. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report. Device remains implanted.

Event description:
A report was received that a patient presented to the emergency department (ed) on (B)(6) 2016 with complaints of chest pain, shortness of breath, a rash and arm and leg numbness. The patient was also noted to be mildly tachypneic at presentation. At the time of the event, the patient is noted to have been taking coumadin and aspirin. The patient's medical team determined that most of his symptoms were related to the patient having stopped his medications for his previously identified hyperthyroidism. However, he was also noted to be hypervolemic with an elevated brain natriuretic peptide (bnp) levels. He was re-admitted on (B)(6) 2016 and aggressively diuresed with intravenous (IV) bumex until (B)(6) 2016 when he was transitioned to oral doses with as needed IV doses. The patient was also treated with an integrilin infusion on (B)(6) 2016 for elevated lactate dehydrogenase (ldh) and plasma-free hemoglobin (pfhgb) levels. An echocardiogram revealed a moderately reduced left ventricular (lv) function, an lv that was severely increased in size and an aortic valve that was opening frequently. The patient was started on a heparin infusion on (B)(6) 2016. Though the patient did not have any symptoms of hemolysis, his hemoglobin (hgb) levels were reported to have dropped when compared to an earlier study. This hgb drop did not require treatment with blood transfusions. The integrilin and heparin infusions were discontinued the next day and the patient was discharged home on (B)(6) 2016 on torsemide, coumadin and aspirin. He was further noted to have had a net fluid loss of 1850.48ml during his stay. The patient's worsening heart failure was reported to have been resolved on (B)(6) 2016; while his hemolysis was resolved on (B)(6) 2016. The primary investigator reported that the heart failure event was related to the patient's condition and unrelated to the study device; while the relationship between the patient's hemolysis was possibly related to the study device. No further information has been provided.